Manufacturer narrative:
On 3/09/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow and brown material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the etiology of the yellow and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right-mentor siltex round moderate profile 250cc saline breast implant. Catalog number 3542635, lot number 124610. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with mentor siltex round moderate profile 250cc saline breast implants which the left side deflated after implantation. The issue was noticed by the patient. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501645, serial number (B)(4) and right replaced with catalog number 3501645, serial number (B)(4) on (B)(6) 2019.